Event description:
It was reported that the pt complains of pain for about two months. Pt was told by her surgeon that her hip implants have been recalled. She inquired about the symptoms she should be looking for and was referred to the (B)(4) website and her surgeon.

Manufacturer narrative:
Pt did not want to provide any info for the investigation. She stated she will first contact her surgeon. No contact info for specific device info was provided. Based on the limited info available, the root cause could not be determined. If additional info should become available, it will be provided in a supplemental report.